Event description:
It was reported that during an interventional procedure, the guide wire was advanced and an unspecified number of balloon catheters were advanced over the guide wire to perform balloon angioplasty. Following several inflations of a balloon catheter, as the catheter was being removed, the wire felt to separate inside of the catheter. The guide wire, balloon catheter and guiding catheter were removed as a unit. The wire was recovered in two separate pieces outside of the pt.